Event description:
During a ptca procedure, the maverick otw catheter became stuck on the wire. The maverick otw catheter was being used to pre dilate the lad lesion. Upon removal, the maverick otw catheter became stuck on the pro water guide wire. The wire and maverick otw catheter were removed as one without incident. No patient injuries or complications were reported.